Event description:
It was reported that the insulin gauge was inaccurate. Tandem technical support (tts) assisted the customer with reloading the cartridge in an attempt to resolve the issue, but the customer declined further follow up from tts regarding the issue. There was no adverse impact to the customer's blood glucose level.